Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that one of the anchors broke off of a silent nite device. No additional information was provided.

Manufacturer narrative:
The device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue anchor appears broke off. Delamination- layers were intact and did not separate. Discoloration- the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: comp-(B)(4).

Manufacturer narrative:
Additional information: a2, a3, a4, a6, b3, b5, h6. Corrected information: e1. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by dr. (B)(6) that one of the anchors broke off of a silent nite device. Additional information received reported that the 37-year-old, male patient reported that the anchor broke on (B)(6) 2025 while he was sleeping. There was no injury or adverse event experienced by the patient and no intervention was required. It is unknown when the patient stopped using the device or where the incident occurred.